Event description:
A customer alleged that an 840 ventilator had become inoperative while in pt use. No pt harm reported. Customer did not notify nellcor puritan bennett (npb) of the event. Npb was not authorized to evaluate ro repair the device. Therefore, root cause is unk.